Event description:
It was reported that the patient expressed concerns regarding a battery recall on his pump as the patient had reported hearing an alarm on his pump in the past. The patient felt that he did not receive the same therapeutic effect with the pump as he did with a previous pump. The patient felt the pump was not working. The catheter was able to be aspirated of 5-6ml, but a dye study was not possible as the patient was allergic to the dye. The pump was replaced on (B)(6) 2012. The patient's healthcare provider (hcp) stated that the patient had a pump replacement in 2011 and since then had no pain relief. The hcp reported that there had been no present alarms since implanting the pump. The pump was interrogated and pump logs showed no alarms. The hcp stated that when the pump was aspirated the expected volume was 10ml and they received 10ml out of the pump. During the pump replacement the catheter was aspirated and cerebrospinal fluid (csf) backflow of 6ml was observed. The new pump was filled and reprogrammed per the hcp's ord ers. The patient was reported to have experienced less than 50% therapy relief. The device system was used to deliver morphine (compounded). It was reported 5 days later that morphine was removed from the pump and preservative free normal saline (pfns) 10ml was added to the pump and the pump was reduced to minimum rate mode. No further details were provided. A follow-up report will be submitted if new information becomes available.

Event description:
The pump pocket site was moved up. It was on the same side; moved up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed no anomaly found. Pump passed all non-destructive testing. There was no significant anomaly in the logs accept for a motor stall recovery that occurred. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter product ID, 8578 lot# n296420007 serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.